Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number: (B)(6). No damage was found upon visual inspection. The device was returned opened and used. Functional testing determined the device powered on when connected to the original battery pack. It was found the device powered on, but did not suction fluid and the motor made a high pitched noise. Inspection of the inside confirms the motor brackets are damaged; bent and burnt and the face gear is also damaged from the motor being out of position and preventing contact with the face gear. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the new fan spray kit didn't work properly. There was no harm and no delay reported. Evaluation of the device later found that the internals of the device had indications of burning. No adverse events were reported as a result of this malfunction.